Event description:
It was reported the rigid video scope had scope communication error (e216), black image, and soft noise. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the previous report and the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation of "black image" was confirmed and determined the following cause: "the video cable is broken and therefore the image is not displayed." The device evaluation was not able to confirm the customer reported failure "err e216 & soft noise." Additionally, it was identified that the cover glass of the insertion section was cracked and that the camera control unit plug of the video cable section was damaged. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had scope communication error (e216), black image, and soft noise. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.